Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (check therapy electrode messages, and a damaged monitor case) has been confirmed.  Upon investigation the monitor failed baseline.  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the black pulse wires within the connector. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent check therapy electrode messages and also reported a damaged monitor case.